Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels are lifting off with a bd microtainer® pst¿ tubes with lh (lithium heparin). The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that the labels have been peeling off for the past six months. Additional information received from customer: all products feel ¿slippery¿. Are any other tubes affected? If yes, please provide the catalog reference and lot number. We test vacutainers, other glass and plastic tube types and none are displaying labels lifting off like the microtainers are. Are any images available showing the lifting labels? New label stock and old label stock retested to rule out it being a label issue.

Event description:
It was reported that the labels are lifting off with a bd microtainer® pst¿ tubes with lh (lithium heparin). The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that the labels have been peeling off for the past six months. Additional information received from customer: all products feel ¿slippery¿. Are any other tubes affected? If yes, please provide the catalog reference and lot number. We test vacutainers, other glass and plastic tube types and none are displaying labels lifting off like the microtainers are. Are any images available showing the lifting labels? New label stock and old label stock retested to rule out it being a label issue.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect/missing label information with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to incorrect/missing label information as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.